Event description:
Patient presented for follow-up after implantation of stayfuse device. Radiograph at follow up revealed that the stayfuse intramedullary fusion device which consists of a proximal and distal portion separated some time after the original implant in the fourth digit of the right foot in 2006. The surgeon elected to remove the implant and not replace it as the third and fourth digits were joined syndactyly. During the same procedure, k wires were added to four other digits due to hammertoe deformity present in the second, third, fourth and fifth digits of the left foot. There were no complications during the explant and syndactyl procedure on the right foot or the surgery on the left foot.

Manufacturer narrative:
Additional lot # is k08653.